Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply was burning but not sealing. Nurse said they tried a new cable then once device was replaced unit worked.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply was burning but not sealing. Nurse said they tried a new cable then once device was replaced unit worked. After case, bio med checked the power supply and it was working properly. There was no patient harm.

Manufacturer narrative:
Trackwise #:(B)(4). Updated sections: b-4, b-5,d-9,g-3, g-6, h-2,h-3,h-6, h-10. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # h19070010g. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device not returned.